Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose for the past couple of months. It was stated that the customer did not get any alarms, and she had bent cannulas. Recommended the caller that the customer should change the infusion set and reservoir every two to three days. Advised the customer that a tubing clamp will be sent to perform the high pressure test. No further information was provided.